Event description:
It was reported that the atrial lead dislodged. The lead was repositioned on (B)(6) 2013.

Event description:
New information notes that the lead dislodged again. The lead was subsequently explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.